Manufacturer narrative:
Philips service replaced the table motor controller, calibrated the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent table and arc movement failure occurred due to amc drive issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.